Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 153 mg/dl, and the meter bg reading was 132 mg/dl. Reportedly, a second cgm bg reading was 103 mg/dl, and the meter bg reading was 21 mg/dl. Due to the inaccuracies, the customer experienced a low bg of 21 mg/dl. Reportedly, the customer fell out of a chair resulting in swollen lips. Emergency medical technicians were called and treated the customer with intravenous (IV). The customer was unable to confirm what was in the IV. No additional patient or event information was available. A root cause could not be determined.